Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo was reviewed by the manufacturing site. Photo is of a custom pak list with a phacoemulsification (phaco) tip taped to the paper. The phaco tip cannula appears to be bent, but is not clear. The lot and product information is confirmed. The reported issue could not be verified from the photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported tip was bent of cataract surgery (with intraocular lens implant). The surgery details were unknown. There was no report of patient impact.